Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular (rv) lead was contaminated with blood. The rv lead was not used and replaced during the procedure. There was no patient consequences.